Event description:
Incident with 821731c edsiii drainage system. While trying to change bag, the luer lock completely broke off. Customer states they have had multiple cases of this. Complaint form received, rep confirms although no injury to patient, incident qualifies as potential hazard.

Manufacturer narrative:
Update 11 june 2020 (follow up 001) ref to complaint (B)(4). Product examination and functional testing: product was not returned therefore unable to evaluate. Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Review of product evaluation form shows DHR was unable to be reviewed as customer did not provide a serial number, found no manufacturing defects or associated capas. Complaint history was reviewed for the previous two years and found 3 similar complaints, giving an incident rate of .02%. Review of medical device hazard analysis shows incident to identify as bar. Depot repair could not confirm the failure as the product was not returned. CAPA trending review: there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review: per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: dvd-drad00010 dfmea eds 3c and evd rev 17 - ref hazard ID # 38, severity - 4, surgical delay- minor, rpn-16. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable serial/lot # - information not available from customer. Expiration date # - information not available from customer UDI - information not available at time of report. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device for use by user facility / importer - not applicable as we are not a facility or importer of device. If ind, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Device manufacturer date - information not available from customer. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Incident with 821731c edsiii drainage system. While trying to change bag, the luer lock completely broke off. Customer states they have had multiple cases of this. Complaint form received, rep confirms although no injury to patient, incident qualifies as potential hazard.